Event description:
It was reported that a male patient (60kg) in his 70s underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Three hours since the procedure was started, after pvi, cardiac tamponade was confirmed. As cardiac tamponade was suspected, drainage was performed. There is no complaint about stsf itself. Pericardiocentesis was performed. The physician's opinions on the relationship between the event and the product: there was no particular comment on the causal relationship with this product. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of a steam pop. No error messages were observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event was there was a possibility that stsf migrated into the septum and caused a situation like septal divergence during surgery. This was commented from the physician. The patient had a history of ulcerative colitis. The generator used was a smartablate. A transseptal puncture was performed with a rf needle. It is unknown if prior to noting the cardiac tamponade that ablation was performed. No evidence of steam pop. The event occurred post mapping phase after pvi. Irrigated catheter was used in the event and the flow setting was pre:0sec/post 5sec. The correct catheter settings were selected on the generator and the pump was not switching from low to high flow during ablation. No error was reported. Contact force (cf) was confirmed by checking cf on the reading dashboard. The visitag module parameters for stability used were range3mm; time3s; fot3g;25% tag size4mm with no additional filter used with the visitag and the color options used prospectively were pink was 360, red was 400. Flow setting was controlled by generator properly. Since the pump was not used as manual mode, the pump was not switching from low to high manually. There was no pump malfunction. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30712315l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).